Manufacturer narrative:
Investigation summary. No product returned. Access site adverse event: as per clinical event acts remain elevated and high during impella support. Waiting for coagulation to correct, no other troubleshooting did resolve bleeding. The cause of access site adverse event was use related since act's were high/elevated not following the recommended range to maintain during impella support. Hypovolemia/hypotension: the cause of injury is not determined due to insufficient clinical information. Device history lot: device lot: 1967742. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient during post-implantation experienced oozing at the cp site. Despite angle matching and multiple dressing changes, the site continued to saturate. Oozing was noted at the access site, with persistently elevated activated clotting time related to the impella cp sheath. Standard post-insertion hemostatic measures were attempted without success. Episodes of decreased blood pressure were also observed. After explantation, the patient was mobilized over the weekend and monitored while awaiting plavix washout before planned coronary artery bypass surgery and heparin was stopped. Oral medications produced the expected level of blood thinning. The pump was successfully weaned.